Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported via web self-service that the patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the abdomen. The patient experienced lightheadedness, then syncope. At some point during the event, the cgm reading was 88 mg/dl while the bg was 32 mg/dl. There was no information about who took the bg value. The patient reportedly took no treatment for hypoglycemia and recovered from the syncope without treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in normal condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.